Event description:
It was reported that erosion at the cuff site was experienced with an artificial urinary sphincter (aus). The patient has had radiotherapy. The aus was explanted and a new aus device was implanted on a later date. No additional patient complications were reported in relation to this event.